Manufacturer narrative:
The philips remote service engineer (rse) was informed that the customer installed a battery, but the unit would not power on. The rse advised that the battery was brand new and might need to be charged first. The customer tested the power supply and ac inlet voltage and was getting 0 dc volts from the power supply to the power management pcba. The customer was getting around 116 ac volts from the ac inlet to the power supply. The rse recommended replacing the power supply. The customer installed a new power supply, and the battery was able to charge. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Event description:
It was reported to philips by a customer that the unit shut off after it was set up on a patient. Based upon the information provided, the device was in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). The rse advised the bme to check the unit's significant event logs and report any critical errors. The rse also advised the bme to unplug the v60 and remove the battery and then attempt to power the unit on with the battery disconnected. The bme stated the unit did not report any diagnostic codes and will turn on with the battery disconnected.